Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer used food to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer also had another low incident of 47 to 57 mg/dl. The customer reported a lost meter during one of the low incidents. The insulin pump will not be returned for analysis.